Event description:
It has been reported to philips that activating the wired footswitch does not trigger x-rays. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the pedal did not activates rays. Upon checking the system fse found that electronic damage in tcbc sd1 of table base due to fluid ingress that caused short circuit and damage to connectors. To resolve the issue fse replaced sd1 card, further to this action fse cleaned and repaired the connectors. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.